Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; phone.

Event description:
Reported false negative sars for positive patients. No information available regarding number of patients or confirmatory testing. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.